Manufacturer narrative:
Due to character limitation in e1, event site postal code is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) system was not switching on for mains. The event occurred during routine check up. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse check and found power supply defective and needs replacement. There was no any alarm after system failure. Currently performed all functional test and safety check and machine given return to customer for use. No parts replaced. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.